Event description:
It was reported that bd vacutainer® k2e plus blood collection tubes had a burr on the shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and molding defect was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e plus blood collection tubes had a burr on the shield. No serious injury or medical intervention was reported.